Event description:
According to the reporter, during a laparoscopic colectomy, the device was unable to fire. The surgeon was unable to press the green button and unable to squeeze the handle. There was a tissue held in jaws which made the device unable to fire. New reload was used to complete the case. The patient is alive without injury.